Event description:
Labor pt receiving pitocin infusion via abbott's plum pump. Concurrent flow occurring via gravity. Main line not flowing-noted. Site examined. Cathlon adjusted. Flow resumed and ext the same time pt developed tetanic contraction with fetal bradycardia. Emergency c-section performed. Baby & mother ok. Primary line apparently back flowed causing pitocin bolus.